Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 10:22:41. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A simulated therapy was performed. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.